Event description:
We were using bd eclipse needle 25x1 tw (0.5mmx25mm) ref 305761, lot 4206638, exp 07/31/2029 when the needle was used to inject a patient, when the needle was removed from the patients arm the safety portion of the needle fell off. After reviewing the needles, I noticed that the safety latch can easily be removed and attached to the needle. No patient or staff were hurt during this incident.